Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last few weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent implantable pulse generator (ipg) replacement procedure. The patient did well postoperatively. The explanted ipg will not be returned per hospital policy.